Event description:
It was reported by the customer, during preparation for use, the endoeye flex deflectable videoscope blacked-out when plugged in. No patient harm reported. No additional information was made available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The image blacked-out during left/right angulation. The distal end body was dented. The impact damaged the charge-coupled device which caused an image problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the imagine blacking out when plugged in was most likely caused by the ccd cable with built-in curved part had an abnormality such as buckling or disconnection due to the stress applied to the tip and curved part. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.